Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported customer had a random experience (no date provided) when a lvp module turned off and did not alarm. Nurse noticed that it was shut off and there were no messages on the screen and did not have any more information about that event. The issue was reported to bd representatives during site visit. There was no information on patient involvement.